Event description:
It was reported the patient experienced pain. The patient returned to the hospital because of withdrawal symptoms. The physician during the catheter revision found an occlusion near the catheter tip and solid black material in the catheter lumen. The catheter was replaced. The patient was hospitalized. The patient status was alive, no injury, no adverse event. The patient now feels fine and he receives effective therapy. The pump was delivering ziconotide.

Manufacturer narrative:
Product ID: 8731sc, serial# unknown, explanted: (B)(6) 2013, product type: catheter. (B)(4).